Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 2.5/1.4. A repeat test result on another device was 1.2 inr. The device was replaced and requested to be returned for evaluation.